Event description:
The company was informed that the patient's device was explanted on (B)(6) 2012 due to lack of benefit from the device. The patient was reimplanted with another cochlear device. Advanced bionics is in the process of gathering further information. A supplemental report will be submitted once more information is received.